Event description:
The complaint was reported by a customer from france. Delivery issue.

Event description:
The complaint was reported by a customer from france. Delivery issue.

Event description:
The complaint was reported by a customer from france. Delivery issue.